Event description:
The customer alleged questionable results for 2 patient samples when testing with the troponin I stat (tni) application on the elecsys system. Repeat testing was performed on the same analyzer. For patient 1, the initial tni result was 0.364 ng/ml with a data flag. Repeat testing yielded a tni of < 0.300 ng/ml. The initial result was reported outside the laboratory. For patient 2, date of birth 06/24/1931, the initial tni result was 0.576 ng/ml. Repeat testing yielded a tni of < 0.300 ng/ml. The initial tni was reported outside the laboratory. The customer stated the patients were not adversely affected by the event. The tni reagent lot number was 15779101. The field service representative determined the event was caused by a faulty measuring cell. He replaced the cell and also replaced a cpu battery. Performance testing, calibration, and quality controls all performed within specifications.